Manufacturer narrative:
The reported event indicated lead dislodgement. As received only the connector portion of the lead was returned in one piece. Unable to measure the helix length, as the distal portion was not returned. Visual and x- ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the right atrial (ra) lead was dislodged. The ra lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.